Manufacturer narrative:
Age at time of event, age at time of event (unit), patient sex, describe event or problem, outcomes attrib. To ae: updated.(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a vessel dissection occurred. It was reported that during a complex case, this 2.50x12mm apex balloon catheter caused a dissection. Additional information has been requested and is not available.

Event description:
It was further reported that the procedure was taking place in the left circumflex (lcx) artery. The target lesion was 90% stenosed and calcified. The dissection was considered "severe" and was treated surgically. There were no performance issues noted with the use of the apex balloon catheter. The patient is alive.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).